Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The mother states the unit has no psi and will not dispense her son's medication.